Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain located at the ipg site. The ipg pocket was moved and the ipg was replaced. There were no complications during the procedure.